Event description:
This lead was implanted on (B)(6) 2010 and remains implanted. It was called in to technical services on 5/30/12 that the atrial impedances are 290-410 ohms. This lead had a little noise from myopotential so it was made less sensitive. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).